Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life after three months of implant. The last recorded charge time was 45 seconds. A manual capacitor reformation also provided 45 second charge times. There was inquiry as to why n/r was seen for last delivered shock. Technical services (ts) discussed declaration of eol and possible causes. Ts also advised the device be replaced as therapy cannot be delivered. A save to disk was also recommended. No adverse patient effects were reported. No disk was received. However, the device was explanted. The lead was tested and measurements were reported as normal and the lead remained in-service. Technical services discussed physician discretion in determining lead integrity. Upon receipt at our post market quality assurance laboratory, a review of the memory log found that on the date of implant, (B)(6) 2010, the device had recorded a shorted lead fault. The shorted lead fault was acknowledged prior to the device declaring eol. Visual inspection of the ICD identified no anomalies. An x-ray of the internal circuitry found an internal fuse was damaged, consistent with damage caused by a shorted condition during shock delivery. External shorting of the lead(s) during a charge is known to cause internal damage and devices are not expected to perform to specification post shorted lead events. Laboratory analysis concluded the device reached eol due to external shorting of the leads which caused damage to the internal fuse. In addition, the n/r values were a result of the subsequent episodes with a charge time out fault.

Event description:
--

Manufacturer narrative:
The field representatives were informed of the lead issue as there were no previous reports of this type of lead issue when this device was initially implanted. As of today, the lead remains in-service. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that it was unclear as to when this patient's last interrogation was. However, this lead was now surgically abandoned as there was concern of the lead's integrity and how the lead might have impacted the system as a fault charge was noted. No adverse patient effects were reported.